Manufacturer narrative:
Ae assessor spoke with the patient for further investigation of this complaint. Patient stated she was hospitalized from (B)(6) 2019. Patient clearly stated she did not do her bolus clicks and it was her user error that her bg was elevated and she was not monitoring the insulin viewing window. Insulin given IV in the hospital. Patient returned to pre-v-go doses and bg is fluctuating as it did pre-v-go.

Event description:
Patient forgot to do her bolus clicks and her blood sugar was in the 400-800 range. Patient was hospitalized for a few days.